Event description:
Pt claims to have received a deep thermal burn, following laser resurfacing of the face, that was not discovered until seven months after the procedure. Pt's procedure began on 1/4/96.

Manufacturer narrative:
H.1 - type of reportable event changed to postoperative infection. H.6 - other: service records were reviewed and no problems found with laser. Operator's manual reviewed; states "warning" for possible infection and scarring. Dr has confirmed he had no problems with the laser at time of treatment. Pt developed small white cysts postoperative; considered an infection by a dermatologist. Scarring has resulted. This adverse reaction is most likely due to pt's particular skin physiology.